Manufacturer narrative:
Concomitant: product ID 7426, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator, product ID 387345, lot# v581643, implanted: 2011-(B)(6), product type screening device, product ID 7482a51, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 3389s-40, lot# v591643, implanted: 2011-(B)(6), product type lead, product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension, product ID 7482a51, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type extension, product ID 7426, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported they were doing a battery replacement procedure on the day of report and there was an ¿old lead.¿ it was stated the left side was completely fine and normal. The right side had higher impedance values. The old implantable neurostimulator (ins) impedances prior to the replacement were >2,000 ohms except on 1 and 2 (which were okay). The extension was replaced and hooked it up to a new ins and had values of 5000 or 4000 ohms range.

Event description:
It was further reported the contacts that were used were 2-case positive were not high so when the unit was turned back on to previous settings, they received adequate therapeutic response. The patient was able to travel to (B)(6) the following week and no additional complaints had been reported from the patient.